Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting elevated thresholds measurements on the right ventricular (rv) channel for a few months. The patient presented with shortness of breath and telemetry showed loss of capture and pacing inhibition and the patient's rate was in the 30 bpm range. A revision procedure was performed and the rv lead was removed from service. There was no header connection or setscrew issue identified. The physician did not believe there was a major dislodgement or a lead fracture either. The patient had possible exit block. No additional adverse patient effects were reported.